Manufacturer narrative:
Section b5 - describe event or problem corrected

Event description:
It was reported that patient experienced that patient experienced pain the ipg site. Surgical intervention was undertaken wherein the entire system was explanted

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced that patient experienced pain the ipg site. Surgical intervention may be undertaken wherein the entire system was explanted.